Event description:
The customer observed higher than expected vitros tropi es results obtained from two patient samples and a troponin I-free sample using two different vitros tropi es reagent lots processed on a vitros 5600 integrated system. Vitros tropi es reagent lot 1380: patient 1 tropi es= 0.330 ng/ml versus expected <0.012 ng/ml; patient 2 tropi es= 0.546 ng/ml versus expected <0.012 ng/ml. Vitros tropi es reagent lot 1450: troponin I free sample= 0.089 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The results for the two patient samples were reported outside the laboratory; however, they were later questioned based on the vitros tropi es result obtained from a serial sample for the same patient. A corrected report was issued from the laboratory based on repeat testing of the sample. There was no allegation of patient harm as a result of the event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples and a troponin I-free sample processed across two different vitros tropi es reagent lots on a vitros 5600 integrated system. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. Following service actions on multiple subsystems, the customer was able to perform a successful tropi es within-run precision test. In addition, the investigation determined the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined at this time. The investigation is on-going.